Event description:
Reportedly, the subject device showed an early battery depletion. It will be explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified. The battery depletion was more likely due to the numerous charges and shocks delivered in a short period.

Event description:
Reportedly, the subject device showed an early battery depletion. It will be explanted and returned for analysis.

Event description:
Reportedly, the subject device showed an early battery depletion. It will be explanted and returned for analysis.